Event description:
It was reported that this pacemaker exhibited intermittent loss of capture (loc) in the right ventricular (rv) lead channel. Technical services (ts) was consulted to confirm the intermittent loss of capture (loc) and recommended further evaluation. Additional information was provided indicating that further evaluation was conducted which confirmed the loss of capture (loc) during a right ventricular automatic threshold (rvat) test. Reprogramming settings were applied. This pacemaker remains in service. No adverse patient effects were reported.